Event description:
(B)(6) 2012 - ercp was performed on a (B)(6) male pt with previous history of pancreatitis, was suspected to have acute pancreatitis this time. The physician placed a general pancreatic stent in the pancreatic duct for prophylactic treatment and it was expected to be migrated and pass naturally later. (B)(6) 2012 - the pt visited the physician and complained of symptom which was suspected to be peritonitis. The physician confirmed the stent perforated the rectum and open surgery was performed to remove the stent and treat the perforated site. An antibiotic was administered. (B)(6) 2012 - the pt complained of stomach pain again. The peritonitis due to leakage of stool liquid from perforation site was confirmed and another surgery was performed. The physician created a temporary colostoma in the transverse colon. As of the (B)(6) 2012 the pt involved was still hospitalized but info received confirmed the pt was doing fine.

Manufacturer narrative:
There were no gpds-5-5 devices of lot# c777934 in stock at the time of the complaint investigation. The info received confirmed the customer had the following issue: geenen pancreatic stent perforated rectum resulting in peritonitis and additional procedures for the pt including open surgery to remove the stent and the creation of a temporary colostoma in the transverse colon. The 1 x gpds-5-5 device of unk lot number was returned to cook ireland for eval. The device was not returned in the original packaging and was open on receipt. There were no issues or defects noted with the returned device. The flaps of the returned device were intact. Visual inspection deemed the returned device as acceptable and within specification. As per instructions for use (IFU) 18922/0410, this device is used to drain obstructed pancreatic ducts. Info received confirmed the geenen pancreatic stent involved was placed for prophylactic purposes rather than treatment of an obstructed pancreatic duct. As per ifu18922/0410, the tapered tip end of the stent must be positioned in the pancreatic duct while the other end remains in the duodenum. This device should not be left indwelling for more than three months or as directed by a physician. Periodic eval is recommended. As per IFU above, this stent is intended to remain indwelling in the pt for up to three months whilst positioned in the pancreatic duct and duodenum. Info received confirmed it was intended for the device to migrate to the pt's rectum and be passed naturally. This is deemed as off label use not specified within the referenced IFU. As per referenced IFU stent migration is noted as a possible complication of pancreatic stent placement. Stent migration is not specified as a method of removal from the pt. The customers' complaint remains unconfirmed. As per the IFU, this device is intended for treatment of obstructed pancreatic ducts. Use of the device for prophylactic treatment and for the stent to migrate and be passed naturally is not specified in the IFU and deemed as off label use. Prior to distribution, geenen pancreatic stent sets are subjected to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for the geenen pancreatic stent of lot number c777934 revealed no issues with the work order which could have contributed to this complaint issue. The device involved in this complaint was used in a manner not specified in the instructions for use for this device. The two year complaint history has been reviewed and this complaint represents an isolated occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.